Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was an alarm after controller booting during the smr upgrade. Display says replace controller. The device was replaced. There was no effect on the patient. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Manufacturer narrative:
This complaint has been evaluated by the complaint handling team and does not meet the definition of a death, serious injury or reportable malfunction. This would not be likely to cause or contribute to a death or serious injury.  The software upgrade is performed on the controller when it is not in use by the patient.  This will result in annoyance and will not affect the functioning of the pump; therefore this complaint is considered to be a non-reportable event per (B)(4) regulatory reporting procedure. Note: no further reports are forthcoming.